Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the patient expired. The intuitive clinical sales representative was present at the procedure. During the surgery, the surgeon stated that the cholecystectomy was difficult and long due to the patient¿s anatomy. The procedure was completed robotically with no intraoperative complications and no da vinci-related errors or issues. The patient was medically approved for surgery; however, the unspecified anatomy challenges resulted in prolonged anesthesia time. The elderly patient remained hospitalized and intubated in the intensive care unit for an extended period of time due to unspecified pulmonary issues related to the anesthesia time and other unspecified comorbidities. The patient ultimately expired on an unknown date approximately one month later.

Manufacturer narrative:
Review of the system logs found no errors were logged during the procedure. Log review of the 5 subsequent procedures performed on the system showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during the procedure: endoscope plus 30 degree, cadiere forceps x2, permanent cautery hook, prograsp forceps, fenestrated bipolar forceps, large clip applier x2, maryland bipolar forceps, sureform 60 stapler, suction irrigator. A site history review found no complaints have been reported for any of these products. Device history record (DHR) review for the instruments found that there were no related non-conformances documented. Sureform 60 stapler logs show the instrument was installed on the system 2 times and fired 2 reloads (1 blue, followed by 1 white). On install 1, multiple incomplete clamp attempts and user aborted clamps occurred, followed by successful clamping and firing with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 2 pauses for compression. There were no stapler related errors in the logs. An intuitive surgical medical safety officer (mso) review of the event concluded that the patient in this report died following a cholecystectomy. Although there are no allegations against any intuitive surgical product or instrument, and the patients age and comorbidities may have been a contributing factor, the specific cause of death and the events that led to the death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section b2: patient date of death is estimated. The event occurred on (B)(6) 2025; surgeon estimated date of death as "the beginning of (B)(6)".